Event description:
It was reported that a pt underwent a hernia repair procedure in (B)(6) 2003 and suture was used. The pt states that she has many adhesions following this surgery. Additional info to be requested.

Manufacturer narrative:
(B)(4). Uncharacteristic suture reaction, adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.